Event description:
The reprocessed ultrasound catheter was put in the body and was initially working. About 5 minutes later, there was no image and the ultrasound machine said transducer not found. The catheter was then unplugged and plugged back into the ultrasound machine and initially worked and then about 30 seconds later the ultrasound machine stated that the catheter was not recognized. That catheter was then removed from the body and a new catheter was put in and there was no further issues.